Event description:
It was reported that during a coronary stenting treatment procedure, a spiral dissection occurred. Access was obtained via the femoral artery. The physician attempted to treat the 95% de novo target lesion located in the mildly calcified and mildly tortuous ostial to proximal left anterior descending artery (lad) with a 3.0 x 10mm flextome cutting balloon catheter. After rapidly inflating the balloon catheter to 6.0atms reducing the luminal stenosis from ninety-five percent (95%) to fifty percent (50%), a spiral dissection was observed. The device was removed intact and the procedure was completed with the overlapping of five(5) promus element stents. No further complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The dfu states: "under fluoroscopy, slowly inflate the flextome cutting balloon device (1 atm/5 sec) to 6 atm or nominal size." The most probable root cause is use related issues. (B)(4).